Event description:
It was reported that a peritoneal dialysis (pd) patient reporting being hospitalized after being diagnosed with an unspecified infection. It was additionally reported the patient underwent surgery for removal of a non fresenius catheter and was transitioned to hemodialysis for six weeks. It was reported the patient was hospitalized on (B)(6) 2022, and remained hospitalized through (B)(6) 2022. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.